Event description:
In 2006, nellcor received two reports where it was claimed that "two raised nubs on the back of the trach caused red marks and irritation to a pt." Replacement of the tube was required.

Manufacturer narrative:
Investigation of this report is currently in progress.